Event description:
A report was received that the patient's ipg would not charge anymore. X-ray revealed that the ipg was flipped. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg would not charge anymore. X-ray revealed that the ipg was flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced. The battery was dented. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review,a supplemental med watch will be filed.